Event description:
It was reported that while using the bd bbl¿ salmonella shigella agar that there was contamination. The following information was provided by the initial reporter: according to the customer's report, bacterial growth was found in the media upon unpacking.

Manufacturer narrative:
H6: investigation summary: bd received samples for investigation. The samples were evaluated and the indicated failure mode for contamination precipitation with the incident lot was observed. This product is already expired when bd received it and retention samples were discarded. Based on a review of the batch history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode contamination based on the returned samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd bbl¿ salmonella shigella agar that there was contamination. The following information was provided by the initial reporter: according to the customer's report, bacterial growth was found in the media upon unpacking.

Manufacturer narrative:
Two lot numbers were reported to be involved in the incident. Second lot info is as follows. Medical device lot #:2298425. Medical device expiration date:2023-02-07. Device manufacture date: 2022-10-25. Common device name:culture media, selective and differential. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.